Manufacturer narrative:
One device was received for evaluation containing approximately 147 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Microscopic inspection on the luer shows the cause of the flow problem was due to air bubbles blocking the fluid path inside the lumen of the glass capillary. The glass capillary is located inside the luer. Proper priming by the end user will prevent air bubbles from blocking the fluid path during patient use. The reported condition was verified. One device was received for evaluation containing approximately 97 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through a large volume folfusor which resulted in the medication not being delivered to the patient. The patient was connected for therapy for an unspecified amount of time. There was no patient injury or medical intervention associated with this event. No additional information is available.